Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge moving during pumping was verified; however, the reported cartridge septum issue was unable to be verified due to the cartridge not being returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge moved during pumping. Reportedly, the cartridge was fully snapped into place. In addition, it was reported that a piece of the cartridge septum was partially removed after removing the syringe needle from the septum after loading the cartridge. There was no impact to the customer's blood glucose level.